Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited high impedance indication potential lead fracture. No further information was available.

Event description:
New information noted that the lead was capped and replaced on (B)(6) 2019. Fluoroscopy imaging was performed during the procedure and no fracture or other anomalies were noted. The patient was stable throughout the event.